Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic inguinal bilateral hernia repair when inserting the mesh into the trocar the grey seal of the device came off and so did what looked like a piece of clear glue. The seal had to be put back in place using forceps so that the case could continue. The seal came off again when the second mesh for the second side of the bilateral hernia was being repaired again causing the surgeon to repair the grey seal of the trocar. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.